Event description:
Surgeon using ball roller cord. The cautery stopped working with an immediate smell of smoke noted. No flame or burn noted anywhere to patient. Cord was immediately removed from surgical field and replaced with new sterile cautery cord. No patient harm.